Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("since the essure insertion haemorrhages") in a female patient who had essure inserted (lot no. 628325) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced genital haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("since the essure insertion very heavy periods"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), incontinence ("incontinence"), alopecia ("alopecia"), depression ("increased depression"), overweight ("overweight"), breath odour ("halitosis"), arthralgia ("hip pain"), meniere's disease ("meniere's syndrome"), fatigue ("chronic fatigue"), asthma ("asthma") and social anxiety disorder ("social phobia"). The patient was treated with surgery (essure removal on (B)(6) 2022 and essure remvoal on (B)(6) 2022). At the time of the report, the pelvic pain, incontinence, alopecia, depression, overweight, breath odour, arthralgia, meniere's disease, fatigue, asthma and social anxiety disorder had not resolved. The outcomes for genital haemorrhage and heavy menstrual bleeding were unknown. The reporter considered alopecia, arthralgia, asthma, breath odour, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, incontinence, meniere's disease, overweight, pelvic pain and social anxiety disorder to be related to essure administration. The reporter commented: as a consequence of the insertion of the essure contraceptive appearance of symptoms typical of an adverse reaction to the device placed appeared almost immediately, such as haemorrhages and very heavy periods, among other serious complications that arose from its insertion. Finally, the device was removed on (B)(6) 2022, without prejudice to the sequelae suffered, and which continue to this day, such as incontinence, pelvic pain, alopecia, increased depression, overweight, halitosis, hip pain, meniere's syndrome, chronic fatigue, asthma and social phobia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("since the essure insertion haemorrhages") in a female patient who had essure inserted (lot no. 628325) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced genital haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("since the essure insertion very heavy periods"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), incontinence ("incontinence"), alopecia ("alopecia"), depression ("increased depression"), overweight ("overweight"), breath odour ("halitosis"), arthralgia ("hip pain"), meniere's disease ("meniere's syndrome"), fatigue ("chronic fatigue"), asthma ("asthma") and social anxiety disorder ("social phobia"). The patient was treated with surgery (essure removal on (B)(6) 2022 and essure remvoal on (B)(6) 2022). At the time of the report, the pelvic pain, incontinence, alopecia, depression, overweight, breath odour, arthralgia, meniere's disease, fatigue, asthma and social anxiety disorder had not resolved. The outcomes for genital haemorrhage and heavy menstrual bleeding were unknown. The reporter considered alopecia, arthralgia, asthma, breath odour, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, incontinence, meniere's disease, overweight, pelvic pain and social anxiety disorder to be related to essure administration. The reporter commented: as a consequence of the insertion of the essure contraceptive appearance of symptoms typical of an adverse reaction to the device placed appeared almost immediately, such as haemorrhages and very heavy periods, among other serious complications that arose from its insertion. Finally, the device was removed on (B)(6) 2022, without prejudice to the sequelae suffered, and which continue to this day, such as incontinence, pelvic pain, alopecia, increased depression, overweight, halitosis, hip pain, meniere's syndrome, chronic fatigue, asthma and social phobia. Lot number: 628325 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-oct-2022: quality safety evaluation of product technical compliant. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.